Event description:
Boston scientific received information that impedances on this right atrial (ra) lead were greater than 2,000 ohms. Noise was observed on the ra lead as well as oversensing. The longest noise was 2 seconds of oversensing. No adverse patient effects were reported. The patient is not pacemaker dependent. The physician opted to follow up with this patient at their next visit. Additional information received from the local sales representative states that a future revision procedure will take place.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis reveals that the cathode coil was fractured approximately 16 centimeters (cm) from the terminal pin. The fracture appears to be at the proximal end of the suture sleeve tie-down area. The lead is currently undergoing additional analysis. This investigation will be updated when analysis is received.

Event description:
Additional information received states that this ra lead was removed from service due to impedances being higher than 3,000 ohms. No adverse patient effects were reported from the procedure.

Manufacturer narrative:
Laboratory analysis confirmed a cathode coil fracture. The proximal side of the cathode fracture surface showed a fatigue fracture mode while the distal side of the cathode fracture face was mechanically damaged.

Manufacturer narrative:
At this time the ra lead remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.